Event description:
It was reported that the neptune 2 rover was on the docker when it flooded. The event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no further adverse consequences were alleged with this event.

Manufacturer narrative:
The service technician cleaned the coupling assemble and replaced the cover of the unit and returned it to service.